Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed an occlusion alarm before treatment started. All consumables were replaced, but the alarm persisted. The device was not connected to the patient, and no patient harm occurred. This high-priority error occurred before infusion; however, if it reoccurs during infusion, it will interrupt therapy and potentially impact patient.